Event description:
The pt reportedly experienced loss of lock between the external equipment and the cochlear implant. Programming changes were made, and external equipment was exchanged. Troubleshooting revealed that the device is functioning. The issue was not resolved. Device revision surgery has been scheduled.